Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 203 (pulse test failure) and a service code 110 (over voltage cleared no energy). The cause for the monitor failure was isolated to a defective u1 switching regulator on the monitor c/a board. Pin 5 on the u1 component was shorted to ground. The root cause for the shorted pin on the switching regulator could not be positively identified. No adverse event resulted from the defective monitor.